Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display was out of specification electrically and was also contaminated. Analysis also found the upper and lower cases broken and contaminated/corroded, the battery release, heart block, heart wire contacts and release spring contaminated, the side bails and side bail covers missing, the lead flex cover, battery flex and main printed circuit board (pcb) corroded, the ventricular output connector and battery drawer broken, the battery contacts compressed and contaminated, the keyboard scratched and that it needed a battery drawer o-ring. It was further noted that due to the extensive damage the generator was being returned to the customer unrepaired. (B)(4).

Event description:
It was reported that the bottom display of the external pulse generator was defective. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the bottom display of the external pulse generator was defective. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.